Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: on (B)(6) 2023, the child was treated in the neonatal intensive care unit and the condition was severe, requiring mechanical ventilation with a ventilator. During treatment, there is an abnormal alarm in the ventilator system, indicating that the oxygen concentration cannot reach the set value, and the detection value is lower than the set value, making it impossible to ventilate for treatment. No patient harm reported.